Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No history pointers failed and history pointers are corrupted error, trace pointers are invalid error or post-reset ram crc alarms noted during testing. Software error found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was unknown. The customer was able to clear the alarm and did not received request to rewind. The customer reported that the insulin pump alarmed pump error and failed battery alarm. The customer reported that the insulin pump had low battery alarm and troubleshooting was performed. The customer was received low battery alert prior to replace battery alarm. The insulin pump will be returned for analysis.